Event description:
Clinical rationale: an impella 5.5 device was inserted into the right inominate artery in a 10-year-old female patient presenting in cardiomyopathy, and in scai stage a shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient experienced supraventricular tachycardia (svt). A vagal maneuver converted the patient back to sinus rhythm. The patient remained stable throughout the event. The device functioned at p-6 at 3.6l/min with no issues. The post-procedure outcome is unknown. The patient's underlying condition of cardiomyopathy can cause arrythmias, because when the heart becomes enlarged, thick, or rigid, the electrical system is damaged, causing the heart to beat too fast, too slow, or irregularly.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Tachycardia/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D6b: added explant date. H6: updated code based on additional information. Additional information: unfortunately, the pump has been removed and discarded.